Manufacturer narrative:
Device returned to medtronic for analysis. Analysis not yet complete. A supplementary report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Return product received.

Manufacturer narrative:
Analysis of the lead (lot va1hz23) found that the outer insulation was separated at the butt joint/proximal end. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Representative stated they had a case today for an implant in which the lead separated from the protective coating at the top. The representative indicated when the physician peeled the plastic back that was when the issue occurred. The representative stated they used a new lead and would like to credit and the account for the lead that wasn't used. There was no medical symptom reported. The patient indicators for use are for urinary and bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor/fecal incontinence. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Manufacturer representative reported the cause of the lead separation was undetermined and that the straight stylet was replaced with the curve tip stylet. During this process, it was noticed that the lead had separated from the protective coating. No further information reported.